Manufacturer narrative:
(B)(4). Physio-control advised the customer that the customer's device is no longer supported/serviced by physio. Physio recommended that the device be permanently removed from service and that a replacement unit be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
A 3rd party service agency contacted physio-control to report that upon powering on their customer's device that it was locked-up with black squares across the liquid crystal display (lcd). The reporter also advised that the device would not power off unless the battery was removed from the device. There was no patient use associated with the reported event.